Event description:
Patient underwent a thoracic aorta replacement procedure in 2008. During the surgery, physician reported that a collagen peel off was observed on the graft when the ends of the graft were inverted. Graft was however implanted.

Manufacturer narrative:
No facility number has been assigned to this report. No device evaluation was performed since graft remained implanted in patient. However, a portion of non implant graft is being returned to the manufacturer for analysis. A product coated on the same day than the complaint device was evaluated. The visual examination performed by the qa/qc manager evidenced on product anomaly and no poor collagen adherence. The graft was cut in two pieces: no pieces of collagen were observed or generated. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated on the same day and under the same condition than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn until the non-implanted portion of the graft is returned and analyzed. A follow up report will be submitted within 30 days upon receipt of any additional information.